Event description:
Patient was a new diagnosis of acute myeloid leukemia (aml) with associated disseminated intravascular coagulation. She was intubated and sedated with use of the anchorfast endotracheal tube (ett) holder while intubated. Upon removal of the device at extubation, she experienced full thickness skin tears to bilateral cheeks in the exact outline of the ett used.